Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section is corroded, and the image is distorted. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue, including the distorted image, was attributed to electronic component failure. Additionally, the probable cause of the corroded bending section was also attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no video or picture when plugged in. The event occurred during reprocessing. There was no patient involvement.